Event description:
Hcp reported patient experienced loss of therapy resulting in an increase in spasticity, and a fall. Reported event documentation is unclear as to which came first, the patient fall, or the increase in spasticity. The pump was programmed to deliver 96.6mcg/day of intrathecal baclofen 2000mcg/ml. Catheter troubleshooting was attempted, but unsuccessful due to the hcp experiencing difficulty and was unable to aspirate through the catheter access port. The catheter was repaired in surgery using a proximal revision kit, and the pump was also replaced due to implant duration of approximately 55 months. Additional information has been requested from the hcp regarding reported event and patient outcome. A follow up report will be sent if new information is received.